Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deployment of the clip, the device became stuck in the pt anatomy. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. The physician noticed that the locator wing may have been broken. Hemostasis was achieved with the clip. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.